Manufacturer narrative:
Retainer ring = black customer alleged the pump having critical pump error (open book), crack on the back of his pump. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The crest and thus software was utilized and successful. No unexpected critical pump errors (open book image) and pump error 35 alarm during testing and in the pump history/trace. However, pump error 3 alarm variable info = 00 was found on (B)(6) 2021 18:12:01. 18:12:16. In the file history. Device was cut open to perform visual inspection and found no moisture damage the electronics, force sensor, battery connector, moto, vibrator during visual inspection. The force sensor offset measured within spec range during testing. Device had cracked battery tube threads, cracked case corner of belt clip rails. The test p-cap locks properly in place in the reservoir compartment noted. In conclusion, no critical pump error (open book) during testing and intermittent pump error 3 alarm found in the pump history, problem isolated to electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer reported that they received open book image on the insulin pump screen and there was a hairline crack on the back of insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.